Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board and high voltage cable were replaced. The collimator was aligned and calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had the collimator closed at boot up and indicated x-ray after the button was released. No pt injury was reported.